Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures (patient stated that the drain line was submerged). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check drain line alarm that appeared on the homechoice (hc) display during drain 2 of 6, it was found that the tip of the drain line was submerged in the drain receptacle. The technical service representative (tsr) advised the home patient (hp) to take the tip of the drain line out of liquid where it was submerged and the hp was able to resume drain successfully. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.